Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: during investigation, the basal duration test was unable to duplicate loss of prime. Force sensor tested and found to be within specification. The black box shows evidence of loss of prime associated with cartridge change and user not priming after power on reset. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.